Event description:
It was reported the patient¿s generator was moved in the past. It was noted the patient was unsure of the reason. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.